Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files. The reported event of fluid ingress was confirmed via the submitted photos. The reported event of wear and tear on the system controller power cables was not confirmed. The submitted log files associated with system controller (serial number:(B)(6)) captured driveline power fault alarms due to intermittent power b broken faults on 23sep2025 at 19:17:41. The alarms were active for the remainder of the log file (24sep2025 10:30:02). The pump operated as intended during this event. Additionally submitted log files from controller (serial number: (B)(6) were reviewed and did not capture any further driveline power fault alarms. A submitted photo captured a power cable that was slightly expanded. A second submitted photo revealed a green substance consistent with fluid ingress after the outer jacket was reportedly punctured during troubleshooting. A submitted x-ray photo captured both controller power cables and there were no specific areas of concern. The provided information indicated the modular cable and controller were exchanged and the driveline power fault alarms resolved. The modular cable and controller were disposed of. Root causes for the driveline power fault alarms, fluid ingress, and wear and tear were not conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline power fault alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs the user to not submerge the system controller in water or liquid and to keep the controller power cables away from any liquid as well. This section also instructs users not to twist, kink, or sharply bend the controller power cables. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the driveline power fault alarms resolved with a system controller and modular cable exchange. It was also noted that the patient was asymptomatic during the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient appeared to have been experiencing driveline power fault alarms starting on 23sep2025 in 2000. It was noted that the system controller power cables appeared to be expanded, squishy, and felt as if there was either "air or goop" in the line. Log files were submitted for review and captured a no external power alarm and multiple other associated alarm types on 17sep2025. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during the events. The log file confirmed the driveline power b fault alarms on 23sep2025. Submitted x-ray images appeared to capture some minor wear and tear to the system controller leads and modular cable. The system controller and modular cable were exchanged with no issues. Additional log files were submitted for review and appeared to show that the driveline fault alarms had not returned and that the data that triggered the alarms had significantly improved. It was also reported that the clinician punctured the power cable from the exchanged system controller and green goo flowed out. It was said that the exchanged equipment was disposed of.